Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that patient presented to the hospital with infection at the pacemaker implant site. The pacemaker was found eroding through the patient's skin with the pacemake header visible. The patient was administered with antibiotic therapy. Subsequently, the pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted. The patient was in a stable condition.